Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd nexiva¿ closed IV catheter system had a needle retraction failure. This was discovered during use. The following information was provided by the initial reporter: after catheter insertion, hcp tried to withdraw the needle but failed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system had a needle retraction failure. This was discovered during use. The following information was provided by the initial reporter: after catheter insertion, hcp tried to withdraw the needle but failed.

Manufacturer narrative:
H.6. Investigation: bd received a 22 gauge nexiva unit from lot 9318455 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle was fully retracted and the winged adapter was still attached to the tip shield. A functional test was then performed and the unit failed to decouple initially. Excessive force was required to separate the two components. A microscopic investigation determined that there were traces of cured adhesive on the clear portion of the adapter that connects to the tip shield and inside of the tip shield. The engineer also reviewed three photos of the defect with similar findings. Based off the visual inspection and testing the engineer was able to verify the reported failure mode. It was determined that this was a manufacturing defect caused by an excessive or incorrect placement of adhesive during the assembly process. The manufacturing facility has been notified of this incident and the findings. A notification was issued to all personnel involved with the application of adhesive to raise awareness of this issue and prevent recurrence. H3 other text : see h.10.